Event description:
Per the independent repair center, the customer alleged problem is the unit will not start/alarming/red light. The key failure is the pc board will not start. Additional malfunction is the power switch has no alarm.